Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed vancomycin (vanc) result. Hsc has reviewed the information provided by the customer and the instrument data. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. The customer and instrument are fully operational. A potential product issue has not been identified. The cause of the event in is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on the dimension vista 1500 system. The discordant result was reported to the physician(s) and was questioned. The same sample was reprocessed on the same instrument on the same date and higher results were obtained, considered correct. A corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.